Manufacturer narrative:
A tamponade was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite case study were returned. The log file analysis indicated fibers 1-3 met specifications and contact force was displayed throughout the log file. The cause of the reported tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a tamponade occurred. While performing an anatomical map in the left atrium, the patient became hypertensive and an echocardiogram revealed a cardiac tamponade in the left atrial appendage. The patient was transferred to the operating room to repair the perforation which stabilized the patient. There were no performance issues with any abbott devices.